Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported condition was confirmed. The root cause was determined to be depleted main batteries. The main batteries were replaced. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.